Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distorted image. Based on the results of the investigation, a definitive cause for the reported event could not be determined whereas additional reportable malfunction found during device evaluation occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device failed to produce an image. The issue occurred upon unpacking the device (out of the box failure). There were no reports of patient involvement.